Manufacturer narrative:
The coolgard system was evaluated at customer site. The reported issue was confirmed during the archive review data. The issue was attributed to the defective cooling engine and needs to be replaced to remedy the issue. Upon customer approval, the unit will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for coolgard with serial number (B)(4).

Event description:
It was reported that the coolgard system exhibited tcmid: 06(ce post failure) error message on start of the system. Follow up attempts were made to gather additional information however were unsuccessful. There was no patient involvement reported on this event.